Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned product verified item and lot number. Cosmetic inspection of the product confirmed the tip fractured and not all the pieces were returned. Dimensional analysis of the hardness found to be conforming to print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when the surgical tech removed the vault reamer from the threaded blue handle by inserting vault reamer into the appropriate sized slot of puck, the tip broke off. Attempts have been made and additional information on the reported event is unavailable at this time.